Event description:
A medtronic representative received a report from a site that, while in a lumbar fusion procedure, the surgeon inserted the final solera screw using the 4.75 navigation solera screwdriver and, upon insertion, the driver tip failed. The force was such that the tip shattered into several small pieces. The surgeon reported that the remaining shaft of the driver entered the wound and hit the bone. The surgeon was unable to retrieve all the fragments from the surgical site. Post-op images showed one fragment remained inside the patient. A different 4.75 solera screwdriver, from a second instrument tray, was used to continue the surgery. The surgeon completed the procedure with the use of the navigation system. No postoperative patient complications have been reported.

Manufacturer narrative:
Further investigation found that testing had been performed during the development of the screwdrivers that defined the torque required to insert a screw in a properly tapped hole and verified that the screwdrivers were capable of meeting the torque requirements. The root cause was identified as torque applied to the screwdrivers beyond the strength limit of the screwdrivers, most likely the result of trying to insert a large diameter screw into that had been under-tapped (either in diameter or depth) or trying to insert a large screw into hard bone.

Manufacturer narrative:
Patient information was unavailable from the site. Solera drivers have portions of the device that are chrome coated 455 stainless steel (tip) and other portions are chrome coated 17-4 stainless steel (outer rotating sleeve). Based on toxicological risk assessment of the biocompatibility of the material in the device, the potential biocompatibility health risk resulting from exposure to a fragment of the device is considered to be negligible. A replacement solera reduction driver kit was shipped to site (B)(4) 2014 for issue resolution. Suspect part has not been returned to manufacturer for analysis.

Manufacturer narrative:
Suspect driver was returned for analysis and reported event confirmed. The tip of the driver is broken off. Further investigation regarding details of the event is as follows: the patient had regular bone density. Before the case started, the surgeon verified the screwdriver without a screw on and noted it to be in good condition. The surgeon does not tap before inserting the screws (which is recommended by the surgical technique guide) and just makes a small pilot hole. The surgeon drills pilot holes with a non-medtronic drill and then uses power-ease to drive the screws into position. Several screws were placed without issue. Prior to placing the last screw the surgeon indicated that the tip of the driver was twisted, but proceeded to place the last screw. The part of the driver that fits in the screw was straight; the twisting occurred just about the screw head. He did not put the screw on the driver himself (scrub tech does this) but he did say that it looked tight and fully seated before the last screw. He placed the last screw but after removing the driver did not feel like the screw was in far enough, so he put the tip of the driver back in the screw head to give it another rotation. He noted that he did not re-engage the threads on the outside of the driver into the tulip of the screw for this last turn, which is when the driver broke. The tip of the driver broke during placement of screw in the lumbar region of the spine. The tip of the driver shattered into little pieces. The surgeon used "aggressive" insertion of power-ease with ratcheting feature. There was no reported impact to the outcome of the patient. The rep has had 4 meetings with this surgeon and has provided surgical technique suggestions, but the surgeon has refused to change his technique.